Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery was evaluated and a replacement part was ordered. No conclusion can be drawn as further repair information is not available at this time.

Event description:
It was reported that the system had intermittent generator errors. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.